Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2017, a (B)(6) y/o, female patient with a bmi of 20.6, underwent implantation of a insert tib 2 11 mm knee post stab cnstrn mod net cmpr mld. On (B)(6) 2018, approximately 11 months post implant, the patient underwent revision due to stiffness.

Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. (H3) upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to stiffness of the joint. Per IFU #700-096-004, device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Stiffness is a known risk in any total joint surgery.